Event description:
It was reported that the customer experienced a blood glucose (bg) that was over 600 mg/dl, cause was unknown. Customer gave a correction bolus via the pump and manual injection to address bg level. Reportedly, the customer reverted back to manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.